Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a chemotherapy medication expected to finish in 24 hours required an additional 8 hours to complete the dose. Initially the user was unclear if the under infusion was a device or a pharmacy issue. No patient harm was reported. The hospital investigation determined that more fluid was in the infusion bag than what was recorded on the bag label. As a result, the hospital no longer alleges that a device malfunction occurred.

Manufacturer narrative:
The customer¿s report that a chemotherapy medication expected to finish in 24 hours required an additional 8 hours to complete was confirmed via log analysis. The actual bag volume could not be ascertained from the log. The customer reported their investigation determined that more fluid was in the bag than what was recorded on the bag label. No device malfunction was alleged or is believed to have occurred. The inspection process did not find any issues that could be associated with the customer¿s incident and the disposable set was not returned for investigation. The rate accuracy testing found the source pump module to be slightly out of specification, but the error deemed not significant enough to be considered as a possible contributor for the customer¿s reported experience. Rate accuracy testing at the system level found the pump module infusing within the infusion accuracy requirement. The root cause of the customer¿s experience was not identified.

Event description:
The customer reported that a chemotherapy medication expected to finish in 24 hours required an additional 8 hours to complete the dose. Initially the user was unclear if the under infusion was a device or a pharmacy issue. No patient harm was reported. The hospital investigation determined that more fluid was in the infusion bag than what was recorded on the bag label. As a result, the hospital no longer alleges that a device malfunction occurred.